Manufacturer narrative:
Correction: the supplemental emdr incorrectly reported the implant date as (B)(6) 2018. The correct implant date should have been (B)(6) 2018. This section has been updated and corrected. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens was implanted in the patient's operative left eye on (B)(6) 2018. The lens was explanted due to patient complaints of glare, halos and unable to drive at night. The incision was enlarged to 3.0mm. The intraocular lens was replaced with a zcboo model.

Manufacturer narrative:
Corrected data: the initial emdr was submitted with an incorrect implant date of (B)(6) 2018. The correct implant date is (B)(6) 2018. This section has been updated and corrected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.